Event description:
A report was received that the patient had developed a slight infection at the pocket site. The pocket site was not closing out and there was a little bit of liquid. The physician believed that the infection was not device or procedure related. The patient underwent a procedure wherein the pocket site was opened up, washed out, irrigated, and was injected with antibiotics. The patient was doing well.

Manufacturer narrative:
.